Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer could not recall the blood glucose reading. The customer stated that she was very disoriented, and ate a handful of glucose tablets. The customer felt that her blood glucose levels went low because her health care professional had adjusted her basal rate settings, and she felt she was getting too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.